Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va090j8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that the device never worked for her but she did have a 50% reduction in symptoms. It was reviewed that this is considered to be efficacy. The patient felt it should relieve all symptoms. It was also reported that there was sudden leakage starting the day prior to this report. Stimulation was increased 3.9 volts. This was occurring daily. No falls/trauma were related. This was not related to positional movement. No medical tests or emi were related. The patient was going to monitor symptoms and follow-up with her healthcare provider (hcp). The patient was possibly going to see a new doctor. It was also reported that she had to change her incontinence pads 4 times a day. It was also reported that she had strep throat and started a new medication at the same time that the leakage began. She has had bad balance but had never fallen. She also had stage 1 kidney disease and wondered if the device caused it. It was reviewed that there was no clinical information supporting this. Additional information received from the patient in response to follow-up reported that a severe case of strep throat had led to the sudden onset of leakage. Every time she got out of bed, her bladder emptied. She had no control. The battery was also run down. She got new batteries and stepped up the current to 3.9. The symptoms had very much improved. Her leakage was improved but never controlled it. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.